Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of 'does not signal to load set after opening door with clamp' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Visual inspection identified the cause to be a broken upper auxiliary switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not signal to load a set after opening the door with clamp. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.